Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch (ams) and pacing inhibition. No intervention was performed. The patient had no consequences.